Manufacturer narrative:
(B)(4). (B)(6). The actual device has been returned and is currently pending evaluation. Once the evaluation of the device has been completed, a supplemental medwatch report will be sent accordingly.

Event description:
It was reported from (B)(6) that during pre-surgery setup for the metacarpal fracture surgical procedure, it was observed that the air pen drive device became stuck in the ¿on¿ position and kept spinning until it was unplugged. It was reported that the hand switch device for the air pen drive device was also was being used but there is no alleged deficiency against the hand switch device. It was reported that there was a five minute delay in the procedure, due to getting an unspecified spare device. It was reported that there was no patient involvement. There were no patient or user injuries reported. It was reported there was no medical intervention or prolonged hospitalization. All available information has been disclosed. If additional information should become available, a supplemental medwatch report will be submitted accordingly.

Manufacturer narrative:
It was inadvertently documented in section of the previous initial medwatch report that the device was returned to the manufacturer on may 17, 2017. As per communication with affiliate the correct date was (B)(6) 2017. If additional information should become available, a supplemental medwatch report will be submitted accordingly. Device evaluation: this device was returned for service; however, did not meet manufacturing specifications during pre-repair assessment. During repair, it was determined that the device motor had seized, jammed, and was heavy moving. It was noted that the device was leaky, and the motor was making an unpleasant noise, and was very noisy. It was further determined that the device failed pretest for check external leak tightness. Therefore, the reported condition was confirmed. The assignable root cause was determined to be due to wear from normal use and servicing. If additional information should become available, a supplemental medwatch will be submitted accordingly.

Manufacturer narrative:
(B)(4). The device was inadvertently documented as a lot number (3848) in the initial report and has been updated to a serial number (B)(4). If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.